Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer was reusing insulin. Tandem customer technical support informed customer that reusing insulin with the pump is off label per the user guide. Additionally, the insulin gauge was reported inaccurate. Reportedly, the customer had loaded the cartridge with cold insulin. Customer changed pump supplies to address issues.